Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17399901m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, after the catheter was removed, a right ventricular biopsy was performed. Patient became hypotensive and tamponade was confirmed via body surface echocardiogram. Physician's opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the physician initially commented that the cause of the event was not related to ablation, but to the biopsy. Transseptal puncture was not performed. There is no information regarding sheath brand or size. There is no information regarding generator parameters. There is no information regarding overall ablation time or last ablation cycle time. There is no information regarding irrigated catheter flow. There were no errors reported on any bwi equipment during the procedure. There is no information regarding anticoagulation. Other bwi equipment in use during the procedure included: carto 3 system.

Manufacturer narrative:
(B)(4)